Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the supply bag disconnected which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell two of four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc device to clear the alarm. During these troubleshooting steps, the hp notified the tsr that they found the problem. The hp found that the supply bag had become disconnected. The tsr explained the alarm and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.